Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the provided picture revealed that the cone of the male luer lock of the access line was cracked. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150, the luer connector was disconnected from the access line. There was no patient injury or medical intervention associated with this event. No additional information is available.